Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient presented though remote transmission. Myopotential oversensing was observed. All other measurements were stable and in range. Programing changes were made. The patient would continue to be monitored remotely.